Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 codes: health effect - clinical code problem code: e0207 delirium/ code not available h6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s mobile device displayed an estimated glucose value (egv) of 400 mg/dl on the same day the sensor was inserted into the arm. The patient did not perform a bg check but administered insulin based on the cgm reading. Later that day, the patient became hypertensive and exhibited symptoms including agitation, hallucinations, mobility issues, and intermittent loss of consciousness. The patient¿s daughter, who was attending to him, was unable to compare the cgm and bgm readings at that time. Emergency medical services were called, and upon arrival, medics noted the egv was 198 mg/dl, while the bgm reading was 36 mg/dl. The patient was transported to the hospital, and the sensor was removed. Glucose was administered via IV. During observation, the patient¿s bgm rose to 254 mg/dl. The patient was discharged on (B)(6) 2025, at 2:15 pm, with a bgm of 216 mg/dl. There was no documentation of treatment for rebound hyperglycemia. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to exhibited symptoms. The reported glucose values fall within the e zone of the parkes error grid upon emt arrival. No additional patient or event information is available.